Event description:
Literature: deogaonkar m, nazzaro jules m, machado a, rezai a. Transient, symptomatic, post-operative, non-infectious hypodensity around the deep brain stimulation (dbs) electrode. J clin neurosci. 2011; 18(7): 910-915. Doi: 10.1016/j.jocn.2010.11.020. Summary: the authors discuss morphological characteristics of post-operative edema around a dbs lead in pts who presented between 2004 and 2009. Reportable event: one (B)(6) female presented to the emergency room with neurological deficits 7 days following stn dbs implantation. Edema was found subcortically. The pt was given steroids for 60 days for this to resolve. See literature article with MFR report# 3007566237-2011-07706.

Manufacturer narrative:
(B)(4): it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.